Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was completed as usual per medical team. There was difficult positioning of the pipelines. Only the first 4.50x18 pipeline experienced problems. According to the physician's report, the resistance was from the pipeline inside the microcatheter; he felt an unusual resistance. There was no damage observed to the traction wire or pipeline catheter. The pipeline was deployed at the intended location. The dive did not pop out during deployment. The catheter tip was not under tension. The catheter tip was not moved during deployment. Angiographic result post procedure was satisfactory. The access vessel was the right femoral. The landing zone dimensions (distal (mm) 3.1 * proximal (mm) 2.3) the same as the aneurysm dimensions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was stent resistance inside the microcatheter, indicating that it was heavy. At the moment of trying to deploy the stent, it would fall. An attempt was made to place the stent more distally, but there was resistance. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid aneurysm with a max diameter of 3.1mm and a 2.3mm neck width. The access vessel diameter was 6.2mm. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No injury as a result of the event.

Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex shield braid and phenom 27 catheter were returned for analysis within shipping box; within an opened pipeline flex shield and phenom 27 outer cartons. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. However, the braid was returned stuck within catheter hub. ¿damage location details: the distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~56.0cm and ~90.4cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance as the pipeline flex shield braid was stuck inside the catheter hub and phenom 27 was damaged. However, the root cause could not be determined. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The phenom 27 catheter is compatible to use with pipeline flex, and the patient's vessel tortuosity was moderate. Which eliminates these factors out as potential causes. From the damages seen on the pipeline flex shield braid (fraying); and and catheter (kinking); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. However, based on the analysis findings, the pipeline flex shield could not be confirmed to have movement during deployment and difficult placement/positioning as the pipeline flex sheild was found fully opened and damaged. Possible causes include patient vessel tortuosity, braid incorrectly sized to vessel or damage, resistance, other indwelling endovascular stents, braid damaged, braid deployed in vessel bend, microcatheter tip not correctly placed, braid not anchored correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.